Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, scratches at distal frame, dents on outer tube, deep crack around video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had scratch in lens and cannot see. There were no reports of patient harm.